Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the lot number, m6109t502, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2016-00145 for the second patient. It was reported that there were two failures with the suction catheters separating and there was difficultly removing the endotracheal tube. Additional information was received on 15-jul-2016 that states, this incident involved 2 different patients with no adverse effects or medical intervention required in either case. In both cases the catheter was in two separate pieces. The catheter broke off inside the bag while the catheter was down an endotracheal tube most distal to the patient (closest to the depth window). In both cases the in line suction device was removed from in line endotracheal tube adapter and then the catheter itself was manually removed by hand pulling it out of the endotracheal tube. In both cases the catheter was simply replaced with another catheter of the same type, a new 8 fr inline suction catheter. No additional information provided.

Manufacturer narrative:
The event date of (B)(6) 2016 was initially reported in error. The correct event date was (B)(6) 2016. The sample was returned for evaluation. One used sample was received with no packaging. The bushing is detached from the cone adapter. There is a visible rim of adhesive residue seen on the outside of the bushing. This rim is seen at approximately 3mm from the proximal tip. The components were viewed under uv light for presence of adhesive with optical brightener. There is inconsistent coverage of adhesive seen inside the cone adapter. The coverage is more consistent on the tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).